Event description:
On (B)(6) 2013, it was reported that part of the display on the patient's infusion device was not functioning and the patient could not fully read the basal or bolus amounts displayed. The patient's mother thinks insulin got into the infusion device and caused the damage to the display. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The display is broken due to a mechanical impact. The problem mentioned by the customer is related to mishandling of the product by the customer.